Event description:
The customer reported that the system was reported to have locked up and was making no x-rays. There was no pt injury involved with this case.

Manufacturer narrative:
The ge service rep tested the system operation and was unable to duplicate the problem. The system is operational at this time. This MDR is related to ge healthcare complaint number.